Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that electrical resistance and continuity test results were passed. No anomalies found.

Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) exhibited high impedance. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.